Manufacturer narrative:
The expiration date and manufacturing date, respectively, have been added. Manufacturer's investigation conclusion: the report of driveline fault alarms can be confirmed based on the submitted log files, however a specific cause for the driveline fault alarms cannot be conclusively determined. The submitted log files contained data from (B)(6) 2018 to (B)(6) 2018. At the end of the first log file, on (B)(6) 2018, six consecutive driveline fault alarms were flagged. No additional atypical alarms were observed after the controller was switched to a backup controller. The pump speed remained above the low speed limit and the pump appeared to be functioning as intended. A specific cause for the driveline fault alarms cannot be conclusively determined. On (B)(6) 2018, the patient reported driveline fault alarms. No pump dysfunctions were noted. The account communicated on (B)(6) 2018 stating that the patient would be placed on a version 7.29 controller and monitor the patient¿s log file data. The account communicated again on (B)(6) 2019 stating that the patient¿s controller was exchanged to a version 7.29 controller. They are currently monitoring the patient¿s driveline with scheduled vad downloads. The account also added that they did not have a specific cause for the driveline faults. The patient remains ongoing on heartmate ii lvas. The heartmate ii lvas IFU and patient handbook describe all alarm conditions, as well as the appropriate action(s) to resolve each alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the log file driveline data from the second controller matches that from the primary controller. This indicates the perc lead is the cause of the driveline fault events. The system controller was exchanged to version 7.29. The driveline was being monitored with scheduled vad downloads. A specific cause for the driveline faults was not found

Manufacturer narrative:
Approximate age of device - 3 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient called the customer with a driveline fault (dlf), no pump dysfunction was noted. The patient had a previous external driveline repair for cosmetic reasons. No significant weight gain. Review of the log file by technical services confirmed a driveline fault on (B)(6) 2018 at 00:17 am. It was advised that a system controller exchange may be needed to further troubleshoot the issue. No other unusual events were seen within the log file. Additional information received on (B)(6) 2018 stated that the log file driveline data from the second controller matches that from the primary controller. This indicates the perc lead is the cause of the dlf events. The patient will be placed on a 7.29 rev controller and the healthcare provider will continue to monitor this patient¿s log file dl data.